Event description:
A side branch occlusion occurred during this pt's procedure but there was no treatment provided. This pt presented to cath for elective treatment of a 60.1% de novo lesion in the mid left anterior descending artery of 20.1mm in length in a 3.5mm vessel diameter. The (b2) eccentric lesion was also tubular. The radial approach was chosen for the procedure. Pre-dilation was conducted with a 3.5x15mm balloon at 14atm before deploying one 3.5x23mm cypher was deployed at 18atm. Post-dilation was conducted with a balloon (3.5/15mmz) at 25atm. After deploying the cypher, the physician found the side branch at 1st diagonal was occluded. There was no treatment for the side branch occlusion. Cpk and EKG were checked and pt's stability was confirmed. The pt was ischemic but had no eck changes. Results of the cardiac enzymes were not available. Four days later the pt was discharged from the hosp.

Manufacturer narrative:
Please note that this porduct, is not distributed in the united states. However, it is similar to the product distributed in the united states. This rpoduct is not available for testing and evaluation.